Event description:
It was reported to philips healthcare that the heartstart mrx mains (ac) connector had been pulled out. There were no pt involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.